Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that it was a cubie failure. A field service engineer has effectively reconnected the rowboard cables and repositioned the retractor band to address the problem. The system had functioned as intended after the field service engineer had troubleshooted the device.

Event description:
It was reported that when using the pyxis medstation es system, it encountered a drawer malfunction. A customer has reported that a user is unable to dispense medication due to a malfunction. There were no adverse events or injuries reported based on this event.